Event description:
It was reported the patient presented to a clinic on (B)(6) 2014 at which time they could see the pump through the patient¿s skin. Erosion was reported and the patient¿s pump was exposed. A neurosurgeon was inquiring about explanting the device as the patient had not been weaned off of baclofen yet to a safe dose for the patient. The surgeon wanted to externalize the pump and continue the weaning process until he could safely take the catheter and the pump out of the patient. Effect the pump delivering at room temperature was being considered. It was further reported that the company representative seen the patient on (B)(6) 2014 and said there was a fingertip size incision opening which the pump was actually visible. The pump dose had been reduced and was now down to the 300 to 350 mcg/day dose range. The company representative was unsure if the type of baclofen being administered via the pump was lioresal or of another type/manufacturer. The concentration of baclofen administered via the pump was 2000 mcg/ml. Additional information later reported the type of baclofen in the patient¿s pump was lioresal. The drug lot number of lioresal was unavailable. The patient was being weaned off their intrathecal baclofen for explant of the pump which was planned to occur on (B)(6) 2014. The patient had received oral baclofen. So far the patient was tolerating the weaning process without adverse events. Additional information later reported the pump was explanted today, (B)(6) 2014, after successfully weaning down the intrathecal (it) baclofen.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.